Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this patient received two inappropriate shocks due to oversensing of noise. An x-ray performed indicated the electrode was not implanted in a suitable position. Surgical intervention was performed and the electrode was repositioned. After the procedure, the patient received another inappropriate shock from their system. The physician decided to explant and replaced the entire system. No additional adverse patient effects were reported.